Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Supplemental to report this is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-04983 and 2015691-2018-04986.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Torn leaflet or increased gradient of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity, it could be an indication for valve replacement or medical intervention.  In this case, the valve was reported to be degenerated, but no additional information was provided. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a nonfunctioning leaflet.  A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in (B)(6), 6 years and seven month post implant of a 23mm sapien xt valve, the valve was degenerated (stenotic). Therefore a valve in valve was planned with a 23mm sapien 3 valve. While placing the guidewire, severe difficulties were encountered to cross the stenotic xt valve. Afterwards, during valvuloplasty, the 20mm edwards bav catheter balloon burst due to severe calcification. The catheter was able to be removed through the sheath without issues. However, due to free ai that was caused by the bav, the patients pressure dropped and CPR started. The patient had a severely tortuous aorta and difficulties were encountered during valve alignment. Valve diving was seen and it was not possible to correctly align the valve despite releasing tension several times. At the end, it was managed to get the valve between the markers with a gap of approx. 3mm to the marker. With that it was attempted to deploy the valve. During deployment, the valve initially only opened distally but it was managed to anchor the valve in the annulus and fully deploy it. In control tee a pericardial effusion was then seen. It was assumed that the reanimation and/or the guidewire was the cause for the effusion. Catecholamines were administered and the effusion was punctured. The patient¿s pressure started to increase and after 10min the patient was stable again and transferred to ICU. No CT evaluation was possible prior to valve implantation as the patient had renal failure.